Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange was confirmed via additional information that was submitted. Additional information stated that the patient¿s epc controller was exchanged in 2016. The reason for the controller exchange is unknown. The heartmate epc controller (serial number (B)(4)) was not returned for analysis. In addition, there were no log files, photos, or any other supporting documents submitted that would indicate an issue with the controller. The root cause of the controller exchange could not be determined through this analysis. The device history records were reviewed and the records revealed the heartmate ii epc controller (serial #: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. Heartmate ii patient handbook section 2 "how your heart pump works" and heartmate ii instructions for use (IFU) section 2 "system operations" explain how to properly replace the running system controller with a backup controller. Heartmate ii patient handbook section 2 ¿how your heart pump works¿ and heartmate ii instructions for use (IFU) section 2 ¿system operations¿ explain the system controller user interface, including the lcd screen. These sections also explain how to perform a self-test to check the controller¿s audible and visual alarms, and explain how to maintain the readiness of the backup controller. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's epc controller was exchanged in 2016. The reason the controller was exchanged was unknown.